Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin within the pump supplies. Tandem technical support educated the customer about using room temperature insulin. Customer¿s blood glucose level was over 300 mg/dl.

Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.